Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09//2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the harmony valve and controller board to resolve the reported issue. Unit was tested and meets manufacturer's specifications. Unit was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit would "keep cutting out". The customer reported there was no patient involvement.